Event description:
Right total knee arthroplasty in 10/86. Past several months pt has had increased pain in medial aspect of right knee; tenderness and crepitation present. At time of surgery, tibial component noted to be fractured from anterior to posterior, medial aspect. This piece is also broken in two pieces; patella worn through and detached from metal back. Tibial insert worn away on medial third.